Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, with a recent measurement of 128 ohms in a triad configuration. Shock impedance measurements were in the 100s-110s ohms range for the past six months. This rv lead was programmed to initial polarity and maximum energy shocks for continued monitoring. Technical services (ts) discussed troubleshooting options and programming considerations, including checking other shock vectors and increasing the shock impedance alert value to 150 ohms. This rv lead remains in service. No adverse patient effects were reported.